Manufacturer narrative:
A field service engineer went to the customer site and replaced the v60 lithium-ion backup battery. The fse was unable to complete a performance verification test (pvt) to confirm that the issue was resolved. The device remains out of use. The investigation is ongoing. Product UDI is corrected.

Event description:
Philips received a complaint on the v60 ventilator indicating that there was a battery failed alarm and error code. The device was reported to be outside of use at the time of the reported problem. No patient or user harm reported. The field service engineer (fse) stated that the device produced the battery failed alarm, and the fse determined that the battery should be replaced. The repair of the device is pending delivery of the replacement battery. The investigation is ongoing.

Manufacturer narrative:
The field service engineer returned to the customer site on (B)(6) 2024 and completed a performance verification test (pvt). The device passed all the included testing. The device was confirmed to have returned to full functionality and has been returned to use.